Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer analyzer failed to provide pacing despite emergency vvi be programmed. A different model programmer was used, and the issue was resolved. No patient complications have been reported as a result of this event.